Manufacturer narrative:
The (B)(4) has been allocated to this case by rayner. The t-flex aspheric 623t iol was implanted on (B)(6) 2015. Surgery was combined with periocular steroid injection and 5mg five fluorouracil injection posterior to the existing glaucoma bleb. Immediately after surgery it was noted that the anterior and posterior surfaces appeared somewhat opaque. The healthcare facility reports that the lens opacity persists and that the patient continues to be aware of blurred and indistinct vision. The patient's refraction one year ago (prior to onset of significant cataract) was 6/9 and the patient now does not refract above 6/18. The healthcare professional intends to explant the t-flex aspheric 623t and plans to exchange it for a monofocal hydrophobic acrylic lens. At the time rayner received notification of this report, the explant and lens exchange procedure had not been scheduled. Rayner has asked the healthcare facility to retain and return the lens, once explanted, for analysis. Our review of production records for the t-flex aspheric 623t iol (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the t-flex aspheric 623t iol (february 2014) was carried out in order to determine if any trends existed. This review concluded that no other incidents have been received against the t-flex aspheric 623t iol (B)(4).

Event description:
On (B)(6) 2015, rayner intraocular lenses limited received notification of an event that occurred following implantation of a t-flex aspheric 623t iol from a (B)(6) healthcare facility. The event description provided to rayner states "immediately after surgery it was noted that the anterior and posterior lens surfaces appeared somewhat opaque".